Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead extension explant procedure due to infection at a wound site behind the ear. The patient exhibited skin breakdown, wound dehiscence, and redness, and also acknowledged manipulating the wound. The patient was prescribed antibiotic therapy and is expected to fully recover. The explanted device was disposed of at the facility and will not be returned to boston scientific for analysis.